Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a chemotherapy leak from the distal texium luer of the IV line. The leak was discovered while the suspect tubing distal luer was y-site connected to the needleless port of the concomitant IV tubing infusing normal saline. The chemotherapy leak was cleaned up. No patient and/or user harm reported.

Manufacturer narrative:
The customer¿s reported leak was not confirmed. No anomalies were observed during visual inspection. Functional testing was performed; no leaks were observed during the gravity priming or infusion tests. The concomitant IV tubing mentioned in the complaint was not returned for investigation. Therefore the physical texium/smartsite engagement described in the complaint could not be tested for leaks; however testing with the same engagement of a lab set showed no leaks. The root cause of the leak was not identified.